Manufacturer narrative:
The following functional tests were performed: the remote service engineer (rse) spoke to the customer, who has no idea on which device this issue happened, so the rse was unable to collect logs. The complaint was escalated for technical investigation, and the results indicate that there is insufficient information to determine a clear cause. Based on the information available and the testing conducted, the cause of the reported problem is unknown, as we were unable to review the logs to verify if there was an inop that occurred. The reported problem was not confirmed. A review of the risk management file was performed and determined the allegation is reportable, because if the spo2 measurement shut off and stopped monitoring without an inop or other alert to the user and was the only measurement that stopped monitoring, the issue may not be immediately apparent to the user who is expecting continuous spo2 monitoring. This issue is reportable because a change in patient condition may not be recognized and could therefore prevent the caregiver from realizing that the patient is in a critical situation and could result in a delay in treatment. We are unable to confirm what caused the issue. The rse provided information through the escalation case, but no clear cause or resolution was determined. The massimo company will be providing the customer with new adapter cables to customer.

Event description:
It was reported the intellivue multi-measurement module x3 indicating that the oxygen saturation (spo2) measurement was not available during a whole night despite a patient cable, sensor, and module replacement. No inop alarm was announced to alert the user that the spo2 measurement was not available. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. E1: reporting address state: (B)(6). E1: reporting institution phone: # (B)(6). E1: reporter phone # (B)(6).

Event description:
It was reported the intellivue x3 measurement server spo2 measurement is unavailable for an extended period of time without an inop alarm. The device was in use on a patient. There was no report of patient or user harm.